Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test failed with 0 voltage. A review of the downloaded data log confirmed the reported event of a failed transmitter error. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Date received by manufacturer - correction from "04/14/2019" to "04/15/2019."

Event description:
Data was provided for evaluation. A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.